Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Covidien received information stating that during patient use of the ht70 plus ventilator, the unit could not be powered off. The patient was removed from the unit. The service engineer inspected the device; and was unable to duplicate the reported issue.